Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed low pacing impedance on the atrial lead. No changes or intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed low pacing impedance on the atrial lead. No changes or intervention was performed. There were no patient consequences.